Event description:
It was reported that during a photoselective vaporization of the prostate procedure the read beam comes from elastic sheath; meaning a break within the fiber. The procedure was completed with a second fiber with no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the red beam comes from elastic sheath; meaning a break within the fiber. A break cannot be observed by the naked eye but light emitted was observed. The procedure was completed with a second fiber with no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the red beam comes from elastic sheath; meaning a break within the fiber. A break cannot be observed by the naked eye but light emitted was observed. The procedure was completed with a second fiber with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A review of the device directions for use was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The complaint information and the directions for use did not reveal any evidence of device off-label use or failure to follow instructions. Analysis of the device identified that the there was no issue with the fiber cap/tip. The fiber was tested with a hene laser fixture, a break in the fiber body was confirmed at 125.5cm from the connector, between the connector and the control knob. Due to the observed break, the as reported event is confirmed. The connector cone, segments, and tabs appear in good condition and secured, and the device passed the signature verification test. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the event information available and analysis results, it is possible that handling of the device before the procedure, such as taking the device out of the package or handling during setup, could have resulted in the fiber to break. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.